Event description:
It was reported that stimulation was turning off as confirmed by the pt seeing the lightning bolt indicator turning on and off. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.